Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported patient occlusion alarm event on 08-may-2024 due to the blocakge in the tubing. No further information available.